Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient was not able to pump their inflatable penile prosthesis (ipp) implant device up and fill the cylinders. The pump was squeezing but it was not pumping, and it did not refill. The physician suspected there was fluid loss. The physician removed the device through extraction surgery, and there were no patient signs or symptoms reported at this time.